Event description:
Boston scientific received information that back at the end of (B)(6) 2013, this implantable cardioverter defibrillator (ICD) was at middle of life 2 (mol2) with a charge time of 18.7 seconds. Three months later, it was discovered that the ICD had reached end of life (eol) in the past month. There was a concern that the battery is depleting earlier than expected. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. The ts consultant discussed the eol was most likely declared due to charge time as the device was close to eri back in (B)(6).

Manufacturer narrative:
At this time, the device remains implanted and it was not reported if a replacement procedure would be scheduled. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.